Event description:
It was reported that there was a double beep with the cassette. No patient injury was reported

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device in good condition; the tamper seal was missing. There was evidence of the reported error in the event history log. The reported problem was not duplicated during the investigation and functional testing. However, high pressure and power down alarm messages were found in the device's event history logs, so the downstream sensor was replaced as preventive action. No fault was found as the reported issue was not duplicated; the root cause was undetermined. The product is beyond 2 years from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service previously. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4)., corrected data: correction: d4: model number: 6400 correction: h4: mfg. Date. 13-feb-2020.